Event description:
Doctor reported patient was diagnosed with keratitis and peripheral corneal ulcer in left eye. Patient was treated with an antibiotic and the condition resolved with no residual scar and no permanent decrease in visual acuity. Only culture performed was on the patient's lens case, which tested positive for staphylococcus aureus.

Manufacturer narrative:
The device was not returned for evaluation and the lot number provided was an invalid bausch & lomb lot number. Based on all information, no casual factors can be determined and no conclusion can be drawn.